Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Internal control number: (B)(4).

Event description:
It was reported by a distributor that a patient notified them that he developed a corneal ulcer in his left eye and that the contact lenses caused this incident. The patient stated that he was being treated with exocin drops and chloramphenical cream for what he was told is "the worst bug that can exist in a contact lens solution." The patient stated the he was advised not to wear contact lenses for 6-8 weeks. Additional information received from the distributor on (B)(4) 2013 stated that the patient has not returned to contact lens wear, however, the patient is no longer in contact with the distributor. There was no contact lens solutions involved with this complaint. Additional information has been requested from the distributor but has yet to be received.